Manufacturer narrative:
Product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule closed and the nosecone over captured by the capsule. Delamination was evident to the proximal end of the capsule. Deformation was observed to the distal tip of the nosecone. Damage was evident to the proximal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation was evident to the remainder of the device. The reported nosecone separation could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the valve-in-valve procedure was being performed due to stenosis that occurred to the non-medtronic valve. During the procedure, when withdrawing the dcs, the capsule was closed until it was aligned with the catheter tip. The catheter tip/nose cone was able to be removed from the patient. The minimum diameter of the access vessel was 6mm.

Manufacturer narrative:
Updated product analysis: product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the delivery catheter system (dcs) was received without a valve loaded within the capsule. The device was received with both the handle and the capsule closed and the nosecone over captured by the capsule. Delamination was evident to the proximal end of the capsule. Deformation was observed to the distal tip of the nosecone. There was no exposed metal at the site of nosecone tip deformation. Damage was evident to the proximal end of the inner member. The handle appeared to retract and advance the capsule. The trigger moved to fully advanced and retracted positions and locked in place when released. No other deformation was evident to the remainder of the device. The reported nosecone separation could not be confirmed through analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: {unknown evolut valve}; product lot/serial number: {unknown}; product type: {0195-heartvalves}; implant date: {(B)(6) 2026}, explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that following the implant of a transcatheter aortic valve, it was observed that the tip of the nose cone on the delivery catheter system (dcs) had sheared off, exposing metal. Per the physician, patient anatomy and the nature of the valve-in-valve procedure contributed to the event. No patient complications were reported as a result of this event.